Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. PMA/510k: this product is not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens, -10.50 diopter, into the patient's left eye (os) on (B)(6) 2019. On (B)(6) 2019 the lens was exchanged for a longer length lens due to low vault. This exchange resolved the problem.

Manufacturer narrative:
Additional information: h3- device evaluation: lens was returned in a micro centrifuge vial with moisture on the lens. Visual inspection found the haptic torn. Claim# (B)(4).